Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the patient reported the bottom seam corner of the bag was not completely sealed and leaked during treatment. Per pdrn no fluid came into contact with the cycler. Per pdrn the patient was able to re-setup with supplies to complete treatment when the issue occurred, thus no treatment was missed. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported leak, and no adverse event occurred. Per pdrn the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded.